Event description:
It was reported that the patient tripped and feel a week prior to the report and it caused her to leak and "it wouldn't stop". No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3023, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-25, serial# (B)(4); product type extension product ID 3889-28 lot# j0437235v; product type lead product ID 3889-28 lot# va015vk; product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4); product type extension. (B)(4).